Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality due to a faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the subject device had defective image quality. There was no patient involvement.